Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient¿s implantable neurostimulator was replaced on (B)(6) 2017 because the patient had lost so much weight that the implantable neurostimulator was not where it belonged anymore and it was 9 years old ¿or something.¿ the implantable neurostimulator moved. In (B)(6) or (B)(6) of 2016, the patient started to notice that the implantable neurostimulator moved when she lost all of that weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.